Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence and during insulin delivery. Customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level was 543 mg/dl. Customer administered a manual injection to address bg.